Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 due to sensor failure during sensor startup period, patient removed sensor. Upon sensor removal, patient reported that sensor wire was missing. At the time of the call, patient reported being in fine condition.